Event description:
It was reported that the implant at tooth site #26 lost integration due to an infection and was removed.

Event description:
It was reported that the implant at tooth site #26 lost integration due to an infection and was removed.